Event description:
Sometime during a hdr brachytherapy interstitial prostate treatment, the tip of a sharp proguide needle (about 2mm) broke off. At the time of use, the facility did not notice any problems with the needles or obturators used at the time of insertion. The 2mm piece of the proguide needle was not removed.